Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during peritoneal dialysis therapy. The technical service representative assisted the patient in clearing the alarm and advised the patient to finish therapy manually or restart with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the alarm could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.